Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received.

Event description:
The customer reported the difficulty setting alarm values via touch screen..the customer reported patient involvement with no harm to the patient.